Manufacturer narrative:
Following concomitant products were added. Cc calcium(11440t), 03l79-32, 36721un23. Conc ict diluent, 02p32-11, 45186un23. The field service representative (fsr) resolved the issue by replacing the tubing, peristaltic head (rohs)_part number 7-35009685-04 on the architect c16000, serial #(B)(6). The part replacement resolved the issues and there were no additional result issues reported since the parts were replaced. Part number 7-35009685-04 determined to be the likely causes of the result issues. Return testing was not completed as returns were not available. The instrument service history for the (B)(6) verifies no subsequent issues have been reported related to discrepant patient results after service intervention. Labeling was reviewed and found to adequately address the issue. The device history records were reviewed, and no non-conformances or deviations were identified. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial number (B)(6) was identified.

Event description:
The customer reported falsely elevated architect potassium and falsely depressed architect calcium results generated on 2 different patient samples on (B)(6) 2024. Additionally, customer observed that sample syringe was leaking on the instrument. The following data was provided by the customer. Sid (B)(6); potassium; initial result = 9.4, repeat result = 4.5 mmol/l. Sid (B)(6); calcium; initial result = 1.45, repeat result = 2.1 mmol/l. Customer reference ranges: calcium = 2.2 - 2.7 mmol/l. Potassium = 3.5 - 5.3 mmol/l there was no impact to patient management.

Event description:
The customer reported falsely elevated architect potassium and falsely depressed architect calcium results generated on 2 different patient samples on (B)(6) 2024. Additionally, customer observed that sample syringe was leaking on the instrument. The following data was provided by the customer. Sid (B)(6) ; potassium; initial result = 9.4, repeat result = 4.5 mmol/l sid (B)(6) ; calcium; initial result = 1.45, repeat result = 2.1 mmol/l customer reference ranges: calcium = 2.2 - 2.7 mmol/l potassium = 3.5 - 5.3 mmol/l there was no impact to patient management.

Manufacturer narrative:
Complete information for section a1, patient sid; (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included, no additional patient information was available.

Manufacturer narrative:
This report is being submitted to update the medical device problem code from a090809(high test results) and a090810 (low test results) to a0908 (incorrect, inadequate or imprecise result or readings), as architect potassium were falsely elevated and architect calcium falsely depressed.

Event description:
The customer reported falsely elevated architect potassium and falsely depressed architect calcium results generated on 2 different patient samples on (B)(6) 2024. Additionally, customer observed that sample syringe was leaking on the instrument. The following data was provided by the customer. Sid (B)(6); potassium; initial result = 9.4, repeat result = 4.5 mmol/l. Sid (B)(6); calcium; initial result = 1.45, repeat result = 2.1 mmol/l. Customer reference ranges: calcium = 2.2 - 2.7 mmol/l. Potassium = 3.5 - 5.3 mmol/l there was no impact to patient management.

Event description:
The customer reported falsely elevated architect potassium and falsely depressed architect calcium results generated on 2 different patient samples on (B)(6) 2024. Additionally, customer observed that sample syringe was leaking on the instrument. The following data was provided by the customer. Sid (B)(6); potassium; initial result = 9.4, repeat result = 4.5 mmol/l. Sid (B)(6); calcium; initial result = 1.45, repeat result = 2.1 mmol/l. Customer reference ranges: calcium = 2.2 - 2.7 mmol/l. Potassium = 3.5 - 5.3 mmol/l there was no impact to patient management.

Manufacturer narrative:
This follow up being submitted to add ; a code (a090810 low test results) for falsely depressed architect calcium results under section h6 - adverse event problem.